Event description:
The perfusionist reported that over the last two days, the dual drive console (ddc) housing was very warm and started to emit smoke and a burning odor was noted. The ddc stopped and the ICU nurse immediately switched to hand pumping and then to the back-up ddc.

Manufacturer narrative:
The device was serviced on site by the manufacturer's technical services technician and the reported event was confirmed. The console was inspected and was found to function, however, the uninterrupted power supply (ups) became warm to touch. Visual inspection revealed debris on the ups fan guards and on the front air grill. The debris was removed and the unit was cleaned. The unit was then functionally tested over a period of four days and was found to function as intended. The unit did not become warm to touch throughout the four day testing period, and was, therefore, returned to service. A review of the device history records showed no deviations from manufacturing or quality assurance specifications, and the device was last serviced in (B)(6) 2011. No further information is available. The manufacturer is closing its file on this event.